Manufacturer narrative:
Review of complaint activity determined that there was an increase in complaint activity for the likely related to false elevated patient results however, did not identify an increase in activity for falsely elevated patient results with the likely cause lot 07018i000. A device history record review was performed on lot 07018i000 and no issues were noted. The historical performance of reagent lot 07018i000 was evaluated using world wide field data. The patient median result for lot 07018i000 is within the established control limits, signifying there is no unusual performance of the reagent lot. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ipth assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect intact pth, list 8k25-25, that has a similar product distributed in the us, intact pth, list number 8k25-27. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated that architect intact pth results are higher compared to the immulite pth method. The customer provided comparison results for 36 patient samples. No adverse impact to patient management was reported.